Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with infection under entire patch area. The reaction was treated with a prescription of an oral antibiotics, flucloxacillin. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).